Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. Air was observed coming from the pt's catheter. Efforts to remove the air were not successful. Rinseback was not performed, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to rinseback not being performed due to air in the circuit. Facility staff attributed the alarm and source of air to be due to problems with the pt's catheter. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.